Event description:
The customer reported via phone call that the esc button on the insulin pump did not responding. Blood glucose value at the time is unknown; most recent value is 140 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement test or verify the low reservoir feature due to no button response. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.